Event description:
As reported in an article published by the european journal of cardio-thoracic surgery, during a 5 year follow up with patients who underwent transapical tavr, it was stated that a patient underwent a second tavr due to severe central regurgitation of an unknown origin.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the reported central regurgitation event (article patient) cannot be confirmed; however, progression of existing valve disease may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. Axel unbehaun, a. (2014). Transapical aortic valve implantation: predictors of survival up to 5 years in 730 patients. An update. European journal of cardio-thoracic surgery , 1-10.